Manufacturer narrative:
The reported issue was confirmed on (B)(6), 2010. Further investigation of this matter identifies that if the 4ditc application crashes during a multi-field split carriage imrt treatment delivery, an error condition in updating the pt's session info in the cache may occur, and the field(s) and/or subfields can be delivered again without warning to the user. The result would be a treatment delivery with higher than intended dose to the target volume and possible increased dose to normal tissues and critical structures. The dose uniformity within the target volume would also be affected by the duplicate delivery of the beam(s). Unintended dose in this range would be unlikely to lead to serious harm and would be expected to be detected during the treatment session or bi weekly chart check. In this case, varian's medical professional review indicates that the pt had 2 fields of 20 cgy treated twice instead of once - in a whole plan of 1000 per week this is a 4% error and in total plan of 4600 cgy this was 0.86% over dose - both well within tolerance limits. A customer technical bulletin will be sent to the affected customers to provide clarifications and further instructions regarding this issue. No follow-up reports are anticipated.

Event description:
The customer reported that when doing chart check, fields b3s1 and b3s2 were recorded as delivered twice in rtc history. When questioned the rt's state that nothing unusual happened at treatment that day and that they were not prompted to override the daily dose. The therapists are sure they did not treat the fields twice. Treatment of this pt continued as planned and recorded as normal for the rest of the week. There was no report of injury to the pt and no further pt condition data was provided.